Manufacturer narrative:
Investigation of the returned product was evaluated and product failed functional testing with motor stall error. Root cause of error is a locked up gearbox. Mdu motor is good. Unit is over 1 year old. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary of this failure type. (B)(4).

Event description:
During a hip arthroscopy procedure using the motor drive unit, hand control, pwrmx el while process of shaving the capsule while performing a hip arthroscopy hand control began to get hot to touch and sputtering. Fluid was going through and was using a 4.5 extra long bone cutter. Later after cooling the device worked fine.